Event description:
Procedure: anastomosis. According to the report: the purse string was re-done, as tissue was involved in device. After the anastomosis was completed, leakage occurred from the anterior wall of the bowel. Additional manual suturing was done to correct. There was no bleeding, and nothing fell into the patient's cavity. No further patient info available.